Event description:
It was reported that after entering a dexcom g7 sensor code into the ilet, the pump displayed an extended ¿pairing with sensor¿ status while the user intermittently saw glucose readings on the device; the user¿s glucose was elevated after eating and an insulin supply change coincided with a cgm change, with readings including 290 and later 273 and 227, and no device alerts occurred. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to attribute a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.